Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. This was a literature complaint and the device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "tricuspid regurgitation without intervention." Per literature, "minor complications occurred in 11 of 131 patients (8.4%) (table 3). More than half of these minor complications were an increase in the grade of tricuspid regurgitation without the need for immediate intervention." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Literature - clinical procedural success was achieved in 126 of 131 patients (96.2%). Complete extraction success was achieved in 246 of 267 targeted leads (92.1%). No patient in our series experienced vascular injury, and in particular there was no tear, perforation, or other apparent damage to the superior vena cava. Four patients experienced a total of 5 major complications (table 3). Three patients developed pericardial effusion requiring drainage. Two strokes occurred during or within 24 hours after the procedure. There were no procedural deaths. Minor complications occurred in 11 of 131 patients (8.4%) (table 3). More than half of these minor complications were an increase in the grade of tricuspid regurgitation without the need for immediate intervention. Most frequently, this was a finding reported on the intraoperative transesophageal echocardiogram without clinical correlation. However, 1 patient required tricuspid valve replacement 5 years after his extraction procedure for right heart failure that could not be adequately managed medically.

Event description:
Literature - clinical procedural success was achieved in 126 of 131 patients (96.2%). Complete extraction success was achieved in 246 of 267 targeted leads (92.1%). No patient in our series experienced vascular injury, and in particular there was no tear, perforation, or other apparent damage to the superior vena cava. Four patients experienced a total of 5 major complications (table 3). Three patients developed pericardial effusion requiring drainage. Two strokes occurred during or within 24 hours after the procedure. There were no procedural deaths. Minor complications occurred in 11 of 131 patients (8.4%) (table 3). More than half of these minor complications were an increase in the grade of tricuspid regurgitation without the need for immediate intervention. Most frequently, this was a finding reported on the intraoperative transesophageal echocardiogram without clinical correlation. However, 1 patient required tricuspid valve replacement 5 years after his extraction procedure for right heart failure that could not be adequately managed medically.

Manufacturer narrative:
The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.